Manufacturer narrative:
No motor error alarm noted. Insulin pump was unable to prime during prime/a33test due to moisture damage on fsr. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Insulin pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.